Event description:
Black screen after sw 2.0.7 update. We encountered this situation when we went for annual periodic maintenance. Lates servis report is attached. It is not possible to load service logs in this condtion. From time to time, we had to update the software of the devices due to the complaints from the customer that the devices turned off by themselves. Esm crashing is frequently encountered while updating software. Due to this situation, we are hesitant to update. But since this device is an old version, we had to update it. Due to this situation, we have decided not to update devices with sw 2.0.5 and above.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be defective esm board. In consequence esm and qvent were replaced. There was no patient or user harm.